Event description:
It was reported that oversensing of noise was observed. Externalized conductors were observed on fluoroscopy. Fracture was also noted. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.